Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. There was a signal artifact monitor (sam) episode and minute ventilation (mv) oversensing. Technical services (ts) stated that it looked like it could be a ra lead integrity issue and also suspected for lead fracture. Isometrics was performed and the serial impedances with isometrics and pocket manipulation were around 1408-1418 ohms. There was no noise present during isometrics. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. There was a signal artifact monitor (sam) episode and minute ventilation (mv) oversensing. Technical services (ts) stated that it looked like it could be a ra lead integrity issue and also suspected for lead fracture. Isometrics was performed and the serial impedances with isometrics and pocket manipulation were around 1408-1418 ohms. There was no noise present during isometrics.